Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as a red irritation with cuts, some bleeding, and itching. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised to return the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.